Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not open. After delivering two clips, the applier stayed closed on the tissues. The physician could finally reopen the device without damaging the tissues. Unknown how case was completed. There were no adverse consequences for the patient.